Event description:
It was reported that the user who is under a survey for ilet experience study experienced a hyperglycemic event of 400 mg/dl after the ilet pump powered off when the user traveled without a charger and the pump battery depleted, rendering insulin delivery unavailable. Investigation included case intake and plans to obtain additional event information. Investigation of this case revealed that pump shutdown due to depleted battery interrupted therapy; no device alarms occurred because the device was powered off. No clinical symptoms associated with elevated blood glucose consistent with hyperglycemia reported. Outcomes included no hospitalization, no alerts or alarms, and ongoing follow-up to collect additional details. It was concluded, based on previously established findings for similar reports, that the cause was user management of power supply leading to loss of insulin delivery.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.